Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to confirm the bent cannula or to determine if it or if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms, and confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 450 mg/dl while wearing the pod between 49 and 71 hours. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. It was then found that the cannula was also bent. Symptoms reported included fatigue, nausea and headaches. The patient self-administered an injection of insulin via an insulin pen prior to visiting the ER. Once in ER, the patient was treated with intravenous saline and painkillers. A new pod was applied after an estimated four hours of being in the ER and the patient left the ER on the same day after being there for six to seven hours.